Event description:
The patient reported he no longer has stimulation in his right arm. Images were taken and his penta lead had shifted to the right. On (B)(6) 2012, the physician explanted the penta lead and implanted a new lead. The sjm tm reports the patient's issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.